Event description:
The complainant reported that the tip of the catheter broke off inside the patient during a cerebral angiogram. The patient was treated with blood thinners to reduce the chance of blood clot formation. Tip removal was attempted in late 2008. The tip was snared from the carotid artery and subsequently broke into two pieces. The pieces migrated to arteries in the leg. A cerebral cat scan was performed with normal results. Further clinical action has not been decided at this time. The patient has evolved satisfactorily and has not presented neurological symptoms or deficits that suggest focalization.

Manufacturer narrative:
Conclusions: the suspect device is not being returned to merit for evaluation. A follow-up report will be submitted when additional information is available concerning the patient condition and when the investigation is complete.